Manufacturer narrative:
(B)(4). Evaluation conclusion: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. (B)(4).

Event description:
It was reported that the surgeon inserted a micl13.2 implantable collamer lens on (B)(6) 2011 and the lens was exchanged on (B)(6) 2011 due to excessive vaulting. The lens was exchanged for a smaller icl and the patient is doing fine. The reporter stated they were having difficulty determining the lens size and therefore, the incident was likely due to a mismeasurement on their part. This report is for the right (od) eye. See MFR #2023826-2011-00352 for the other eye.